Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
There has been a major problem with an icp express box at (B)(6) this morning. I was approached by the consultant neurosurgeon today to inform of an issue they have had with a suspected faulty box. A patient had a microsensor implanted and I believe it was giving a negative icp reading. The probe was changed and the reading remained the same. Unfortunately the patient's condition deteriorated and they had to go in theatre as an emergency for intervention to relieve the pressure but this was not reflected in the readings on the box which has obviously caused upset and frustration with the neuro team. Customer confirmed product will not be returned.